Event description:
It was reported the endoscope reprocessor accessories had broken tabs and was unable to be connected with a connecting tube. The issue occurred during reprocessing. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3 and h6. The device history record was unable to be reviewed for this device since the lot/serial number was not provided after good faith efforts were completed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by external stress applied to the lock lever of the connecting tube, which broke the lever and the tube was unable to be connected. As a cause of the external stress, the user may have applied force toward incorrect direction. The event can be prevented by following the instructions for use which state: "9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.". Olympus will continue to monitor field performance for this device.